Event description:
It was reported that device diagnostics resulted in low impedance (dc dc code - 0). Review of device programming history identified that the low impedance was first observed on (B)(6) 2008. The device was not programmed off after observing the high impedance. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Event description:
It was reported that the patient has been an inconsistent attender. Surgical intervention for lead revision is being considered but it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.